Event description:
It was reported that battery depletion occurred prematurely. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned for premature battery depletion, and longevity testing confirmed that it had not met its expected longevity. Further analysis was conducted and abnormally high current drain was not found. There was, however, evidence of body fluid in the connector block of the device. This is important to note as fluid bridging the atrial tip to ring contacts in the connector block can result in deeper discharge of the atrial hold capacitor during pacing. Consequently, higher current drain could result from the additional recharge required to replenish the charge onto the hold capacitor. Because the original atrial pacing lead was not available for analysis (the chronic lead remains in use), the cause of the fluid leakage into the atrial connector block cavity was not determined.